Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use, the safety mechanism on a bd nexiva¿ closed IV catheter system fell off. As stated "when the nurse pulled the needle out of the placed plastic catheter, the "guard" covering the needle fell apart and the end of the needle was exposed." There was no report of exposure, injury or medical intervention.

Event description:
It was reported that after use, the safety mechanism on a bd nexiva¿ closed IV catheter system fell off. As stated "when the nurse pulled the needle out of the placed plastic catheter, the "guard" covering the needle fell apart and the end of the needle was exposed." There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: received a total of 4 catheter-adapter-ex. Sets, 4 needle covers, 4 q-syte units, 4 fully disengaged tip shield-cannula assemblies, 1 tip shield-cannula assembly + 1 cannula a bag with handwritten notes, 2 washer in a bag with handwritten notes, 1 cannula + a tip shield and a grip in a bag with a handwritten note and 4 empty-open packages from lot number 8087800. Device/batch history record review findings: the lot was manufactured on nexiva line 1 from 29mar18 through 4apr18. All challenges were successful. Set-up and in process samples including (but not limited to) machine caused damaged were performed at various stages during the manufacturing process and all passed per specification. Visual/microscopic evaluation: observed 2 of the cannulas returned for evaluation were missing the bump. The remainder cannulas had the bump present per specifications. No further observations were found. The lot number associated with this incident is under global qn 200755699 for safety shield activation failure. The root cause and corrective actions are currently being investigated by the correspondent team. This is an issue with the safety feature of the device. Although occurrence is low and all reported incidents thus far have limited severity (contaminated needle stick injury with no known blood borne pathogen), there is the potential for higher severity end user effects. A CAPA project has been opened to address this incident.